Event description:
Fibertape broke post-op from acromioclavicular joint reconstruction. This product was used in conjunction with a 2255ds system. The pt required a revision surgery to repair separation of the clavicle and coracoid. No additional information is available at this time. This device is used for treatment.